Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal 500 mcg/ml, at a dose of 250 mcg/day, via an implantable infusion pump. The indication for use was noted as spasticity. The event date, pump implant date, drug lot number, concomitant medication list, and patient medical history were noted as unable to obtain. It was reported that the nurse refilled the pump and saw in her n'vision the message "pump blocked". The pump was reportedly blocked a few times, before it was explanted. The doctor decided to change the pump, on (B)(6) 2016, as the elective replacement indicator (eri) was 6 months. The patient status at the time of the report was alive no injury". The issue was resolved and the pump was returned. On (B)(6) 2016 additional information was received from the company representative indicated that the implant date of the new pump was the (B)(6). It was also reported that the cause for the motor stall was not identified. Regarding how the patient was doing, it was noted that the "patient is okay".

Manufacturer narrative:
Analysis found gear train anomalies due to corrosion and-or wear and-or lubrication and stall due to shaft bearing. Evaluation conclusion code no longer applies. Evaluation result code no longer applies recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.